Event description:
The manufacturer was contacted in reference to the everflo device. There was a report of zeolite. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was not reported to be in clinical use. The device was returned to the third-party service center for evaluation. During the evaluation of the device there was evidence of burnt pca, sieves were clogged and braided silicone tube was damaged, flowmeter was damaged, mainfold was contaminated, inlet filter will be replaced due to preventive maintenance, front cabinet is cracked. The device was requested to be sent to the manufacturer's product investigation lab (pil) for further investigation.